Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that during a labrum repair, the surgeon was attempting to pass a ar-4068-25trf suture lasso through capsule/anterior labrum it bent and the tip of two ar-6068c suture lassos broke along with a ar-13995n scorpion needle. The surgeon completed the case with a new scorpion needle to pass sutures, and the broken fragments were removed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.